Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. The problem was resolved. Caused reported as a patient related factor maybe "maybe it is because of the ciliary sulcus anatomy and physiology". The device failed to perform as intended.

Manufacturer narrative:
Claim# (B)(4).